Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 4 states, ¿loosening or migration of the implants may occur.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05843 and 1825034-2014-05040).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, and metal debris. Subsequently, the patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to left acetabular loosening. Revision op report notes debris in joint space, bone resorption along the posterior column, and osseous integration were observed. No metal staining was present. The head and cup were removed and replaced.